Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was opened and the first clip came out of the jaws sideways and got jammed. A second applier was opened and the clips either failed to come out or were malformed when they did fire. A third applier from the same lot was taken out of circulation. The case was finished by using a new device from a different lot. The surgeon was using the devices correctly, this was not user error. There were no adverse consequences for the patient.

Event description:
It was reported that the 9900 system was missing images. No patient injury was reported.

Manufacturer narrative:
(B)(4). (B)(4). Device fired through lockout the analysis results found that the el5ml device (a) was received in good visual condition. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results of the el5ml device (b) found that it was received with one pear shaped clip inside the jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Due to the antibackup feature was non-functional two unformed clips were fed. Possible causes for this condition may be attempting to squeeze the device trigger when it has not fully returned or stopping the firing sequence and pulling the trigger open. During the next firing sequence the tip of the advancer slid toward tissue stop causing that the jaws remained in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; one pear shaped clip was released. It should be noted that an investigation has been initiated to address the root cause of the advancer bypass issues. The remaining clips were one conforming according to our manufacturing specifications and two scissor clips class iii; however, it could not be determined what may have caused the found scissor clips. Additionally, the device locked out as intended but the orange indicator was not completely visible. This finding is not related with the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # g9ja0f, expiration date: 12/2014, manufacturing date: 01/2010. Advancer bypass toward tissue stop, anti-backup failure, malformed clip. The analysis results found that one el5ml device (c) was received in good visual condition. The device was cycled, fed and formed the remaining clip within manufacturing specifications. The clip was evaluated with the funnel gage in order to evaluate any clip formation issues without any anomalies noted. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device c additional information: batch # g9ja0f, expiration date: 12/2014, manufacturing date: 01/2010. Failure, malformed clip

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.